Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with no delivery alarm during prime two time. The blood glucose was 260 mg/dl at the time of the incident. Troubleshooting steps were guided for no delivery alarm. Customer stated that, he used an empty insulin bottle and all he was sucking in was air. Customer does not want to do troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.